Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/5/2024 it was reported by a sales representative via (B)(4) that an ar-1401f-100 arthrex flexible reamer with flexible tightrope drill pin had the tip of it break off. This was discovered during a procedure, with no reported patient harm. Additional information was received on 6/7/2024: the ar-1401f-100 arthrex flexible reamer with flexible tightrope drill pin had the tip of it break off while in the patient and all fragments were retrieved from the patient. There was a 1 minute delay in retrieving the piece. This was discovered during an arthroscopic acl reconstruction procedure on (B)(6) 2024. The case was completed by removing the pin and opening an additional pin. No adverse effects on the patient reported.

Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion, prying, and leveraging the device.